Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. After visual inspection the instrument was found to have retracted insulation on the conductor wire at the distal end near the yaw pulley. The conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument failed the electrical continuity test in one of the grips. Root cause of retracted insulation is attributed to component failure.

Event description:
It was reported that prior a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps had a loosen wire. The procedure was completed with no reported injury. Intuitive followed up and confirmed that arcing was not observed late procedure. Issue was identified prior to procedure on (B)(6) 2025 .

Manufacturer narrative:
The initial findings were confirmed; the instrument was retested for continuity and was confirmed to fail on the grip that had the retracted insulation. The continuity wire was exposed 0.35" from the grip face. The instrument was inspected by the design engineering team, and it was found to have a broken conductor wire 0.59" from the grip face. The grip cable was not broken. Retraction of the insulation and breaking of the conductor wire at the distal end is attributed to the component's susceptibility to damage.

Event description:
Refer to h11 for follow-up information.